Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported.

Manufacturer narrative:
Cadd extension set samples were returned for analysis. The samples were visually inspected under normal conditions of illumination and no discrepancies were found. The hydrostat vessel was used to perform testing. No leaks were detected or other discrepancies. A review of the manufacturing process was conducted by in order to verify that there are no situations or practices that could create the event as described. No root cause has been determined and no corrective action is required since the complaint was not confirmed.